Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their primary cell implantable neurostimulator replaced on (B)(6) 2020 as the primary cell implantable neurostimulator had died/reached its end of service. During this replacement, the old surgical lead was replaced with a new 2x8 surgical lead because of some high impedances. It was noted that there was scar tissue seen when removing the old paddle and placing the new one. The new lead was tightened down into the header block and the torque wrench clicked normally. Before closing the patient, all impedances were showing in the normal range in the 500-600 ohms. At the follow-up appointment on (B)(6) 2020, all impedances on the 0-7 side of the surgical lead were greater than 10,000 ohms. The manufacturer representative was not testing at a higher voltage since the lead is placed cervically and the patient feels stimulation at 1.x volts. There was only one electrode pair (0-10) that was within normal range (1809 ohms). The manufacturer representative has tried programming on the left side; however, the patient is not feeling any stimulation. The patient is getting good stimulation on the right side. Impedances are normal on the right side. Some pairs were greater than 10,000 ohms on the right side as well (9 and 11). The impedance values varied based on the patient's head position (looking left or right). The manufacturer representative has been working on the right side of the lead to get bilateral coverage but has not been successful. They are going to x-ray the lead stimulation site and the implantable neurostimulator pocket to check on the lead positioning and header block to determine if the left side lead has come out of the header block.

Event description:
Additional information was reported that the cause has not been identified. The rep has not seen the patient since (B)(6). The rep has attempted to call the patient and they have not gotten an answer from the patient or doctor. As per the surgeon via a text that the x-rays are fine. No actions have been taken as of yet. The plan was to meet the patient when she goes back for a post-op appointment, but the rep does not have a date for that. It's unknown of the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.